Event description:
The customer reported that the intellivue mx750 patient monitor did not emit sound and a "speaker malf. Inop" was displayed. It is unknown if the device was in use on a patient at the time of the reported issue. No death, or patient/user injury or harm was reported